Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The available data showed artifacts on the atrial and on the ventricular channel. The ventricular artifacts led to oversensing with shock delivery, as reported in the complaint text. Furthermore, the sensing amplitude demonstrated a decrease from initially 12 mv to 6 mv in beginning of december 2018. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 55 months after the implantation oversensing with shock delivery occurred. The lead was capped.